Manufacturer narrative:
B3: unknown. No information has been provided to date. H3: one device was returned for analysis. Service history review identified, there was no indication, that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The reported problem was not replicated, since the customer did not complain of any problems. The cause of the problem was unknown. However, functional tests found a damaged downstream occlusion (dso) sensor. To solve the problem, dso seal and sensor will be replaced.

Event description:
It was reported, that the device was for repair. The device was returned. And analysis revealed, a damaged downstream occlusion (dso) sensor damage. There was unknown, patient involvement and harm reported.